Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. It is unknown when the patient last charged the ipg. Troubleshooting was performed to no avail. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.